Manufacturer narrative:
Failure analysis found that the pump passed the displacement, prime and compromised force system sensor and excessive no delivery test. No excessive no delivery alarm was noted. The pump was received with cracked belt clip slot and cracked reservoir tubelip.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery multiple times and most of the alarms are during the priming phase. The customer's blood glucose reading was 408 mg/dl. The customer could not recall any significant events leading to the alarm. Troubleshooting was done for no delivery and when customer primed the device and pushed in plunger the insulin did exit and device did not alarm no delivery. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.